Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient stated they were charging the implanted neurostimulator once a week but this past weekend the charge started going down and he is charging the ins every day. Patient stated they have to charge every night. Patient charged last night and this morning the ins is at 50% and by 6pm it will be time to charge again. Patient verified they have not made any changes to the settings. Patient verified they have not had any falls / traumas. Agent suggested that patient contact their healthcare provider to have the implant checked. No symptoms were reported.